Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was sent out for return; however, has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak using a lantern delivery microcatheter (lantern), non-penumbra base catheter and wire. During the procedure, the physician was advancing the lantern over the wire and into the base catheter. Subsequently, the physician kinked the lantern at the midshaft outside of the patient body. Therefore, the lantern was removed. The procedure was completed using a new lantern and the same base catheter. There was no report of an adverse effect to the patient.